Event description:
It was reported that during a low anterior resection there was no crunch sound heard when the surgeon tried to fire the instrument. The handle could not close completely. The surgeon could not remove the instrument trans-anally and the donut was incomplete. The surgeon used sutures to complete the anastomsis. There were no patient consequence.